Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence, vaginal prolapse and rectocele. It was reported that the patient had a concurrent procedure of open abdominal colpopexy, posterior colporrhaphy, perineorrhaphy, and cystourethroscopy performed during mesh implantation. It was reported that following insertion the patient experienced chronic pelvic and vaginal area pain, bladder infections, pelvic inflammation, rectal pain, difficulty making bowel movements, rectal bleeding, bloody urine and recurrent urinary incontinence. It was reported that patient underwent partial excision of mesh in (B)(6) 2011. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection and dysuria.

Event description:
It was reported that following insertion the patient experienced urinary tract infection and dysuria.